Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the permanent endoscopic applicator el414 product was received at the hospital, it was noticed that the jaws do not close in a linear way, one is higher than the other and thus the ligaclip does not close properly. Permanent clipper was not used in patient. There were no adverse consequences for the patient.